Manufacturer narrative:
The biomedical engineer reported that the multigas unit was displaying an gas device error. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were being used in conjunction with the multigas unit gf-210ra. Bedside monitor, model: bsm-6701a, sn: (B)(4).

Event description:
The biomedical engineer reported that the multigas unit was displaying an gas device error. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was displaying a " gas device error" message. No patient harm was reported. Investigation summary: the customer stated they performed preventative maintenance (pm) on the device and replaced the o-ring, resolving the issue. The root cause is determined to be component failure. The customer was able to resolve the issue by performing pm on the device's o-ring component.

Event description:
The biomedical engineer (bme) reported that the multigas unit was displaying a " gas device error" message.